Event description:
Rptr's client had been a frequent client of a spa & owners suggested to them that as an alternative to electrolysis hair removal procedure, she should try a new process using light energy from a ruby laser, called chromos 694 depilation laser, to remove hair on her legs & underarms. On november 17,1997, client paid $1,500.00 for a series of laser hair removal sessions on her legs. Neither of spa owners are medical doctors or registered nurses. First treatment was on november 17,1997,& they performed laser procedure on client. Procedure on november 17, 1997 was very painful, & client expressed her concern to spa owners about burning & discoloration of her legs during procedure. Operators continued procedure explaining that pain was a common side effect from procedure, & she placed ice on most painful areas & continued laser hair removal. Two owners of spa said that burning & discoloration of her legs was a common temporary side effect of laser hair removal system. Clients experienced great pain as a result of burns on her upper & lower legs, & went to doctor on november 19,1997. Doctor diagnosed her with first & second degree burns on her upper & lower legs. These burns promptly turned to long blisters in a pattern consistent with laser hair removal on her legs. Rptr enclosed copies of photos taken two days after laser treatment. As a result of her injuries, client has suffered severe pain & suffering, skin discoloration, pigment discoloration, & scarring on her upper & lower legs. As of march 16, 1998, client is still experiencing discoloration & pigmentation difference on her upper & lower legs where she was treated with laser hair removal system. Owners of spa had represented to client that laser hair removal system would be virtually "painless," "convenient," & a safe alternative to electrolysis." Owners of spa negligently used chromos 694 laser hair removal system on client & did not inform her that this procedure would cause first & second degree burns, & leave her with permanent skin pigmentation & scarring. As a result of negligience of spa owners & mfg defect in laser, client has suffered great physical, emotion, & psychological damage. Client is currently employed as a flight attendant, & leads a very active lifestyle, including a wardrobe which reveals her legs ninety percent (90%) of the time. As a result of her injuries, has not been able to wear her normal clothes. Brochure that was given to client promises " chromos 694 depilation laser is FDA cleared for hair removal, & has been used successfully for thousands of treatments worldwide. There has been no scarring or long term side effects associated with treatment." Upon a superficial investigation inquiry to FDA, FDA has not confirmed with attorney that this process has been cleared through them for use in the public salon industry. Aside from this, there also remains question of whether salon was properly licensed to perform this laser hair removal process on its clients.